Event description:
It was reported that the lead was fractured and the lead integrity alert triggered. The lead was capped and another was implanted. The lead was returned to the manufacturer, analyzed and tested out of specification in a manner that did not meet the exemption criteria. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there is intermittency between the pin and cap on the is-1 connector. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.